Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that patient had been unable to charge her ins due to persistent 'no device found' and 'call medtronic' screens. Patient service specialist (pss) asked patient if she could provide further details about the 'call medtronic' screen and she said "there were some numbers at the bottom." Patient added that it also said 'system failure.' These messages appeared only when she had the rtm connected to the controller. A couple of days ago, patient noticed that the rtm was frayed where the cord met the paddle and "can see the white." It felt like the exposed part of the rtm cord shocked her when she had it over her ins. Patient's husband mentioned that the rtm relay box no longer made a clicking sound. Patient reset the li-battery but it did not resolve the issue. Patient confirmed she could connect to ins without rtm, noting that she saw the 'battery empty' screen (#81) that advised her to charge her ins. Patient's husband ment ioned that the controller was at 100% and the ins was at 0%. Pss had patient connect the rtm and she reported seeing 'no device found' screen. Patient pressed 'recharge' and reported seeing passive recharge mode (low 74, middle 91, high 92), which then went back to 'no device found' screen then back to passive recharge mode. Patient said this was a continuous cycle. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). B3: date is estimated; month and year are valid. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.